Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 2.5 device for mechanical circulatory support. The pump was inserted but the pump did not start. The team made the choice to explant the impella and the procedure was aborted.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.